Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was stuck with full segment display during testing, problem isolated to the interface board. Unable to verify missing segment due to full segment display. Unit was received with minor scratched display window, cracked battery tube threads, partially broken reservoir tube lip, missing reservoir tube o-ring, cracked case at reservoir tube window corner, missing end cap sticker and stained address/serial number label.